Manufacturer narrative:
No rattling was noted during testing. The insulin pump passed the displacement, basic occlusion, occlusion, prime, and excessive no delivery test. The insulin pump was received with a cracked case at a display window corner and a cracked reservoir tube lip.

Event description:
It was reported that the customer dropped their insulin pump and have been experiencing high blood glucose readings. It was stated that the insulin pump rattles when shaken. Customer's current blood glucose reading is 19.1 mmol/l. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.